Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported suction loss with three patient interfaces (pi) during a laser treatment while the laser was firing. The procedure was aborted and the treatment was rescheduled. Pre-op; best corrected visual acuity (bcva) from (B)(6) 2017: right eye pre-op 20/20 -4.00 x -.50 x 7. Left eye pre-op 20/20 -4.75 x -.75 x 165. This is 2 of 3 reports.